Manufacturer narrative:
In troubleshooting, the olympus field service engineer cross checked the device with another output port and with a different monitor however, the issue was not resolved. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image and the front panel lights did not turn off. The issue occurred during daily routine inspection and maintenance activity, there were no procedure and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The customer's allegation was not confirmed, and as a result, it could not be identified the presumed cause. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.